Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes contained foreign matter. The following information was provided by the initial reporter: complaint is going to bd. Consumer reported seeing foreign matter in barrel of syringes. He described it as a "clear liquid." Stated, he did not use syringes he found with the "clear liquid". Stated, when "clear liquid" is exposed to "air" it turns "hard/solid" giving the appearance of clear nail polish. Lot: 3251132. Catalog: 309628. He stated, he noticed the issue last week but could not provide an exact "date of event" samples: yes. Consumer is using the bd product for testosterone injection stated, he is a cancer patient so he needs to be careful on what goes into his body. (B)(6).

Manufacturer narrative:
Please note it is possible the fm/"clear liquid" observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material#: 309628 batch number#: 3251132. It was reported by consumer that consumer reported seeing foreign matter in barrel of syringes. He described it as a "clear liquid" . Stated, he did not use syringes he found with the "clear liquid". Stated, when "clear liquid" is exposed to "air" it turns "hard/solid" giving the appearance of clear nail polish. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint is going to bd consumer reported seeing foreign matter in barrel of syringes. He described it as a "clear liquid" stated, he did not use syringes he found with the "clear liquid". Stated, when "clear liquid" is exposed to "air" it turns "hard/solid" giving the appearance of clear nail polish. Lot: 3251132 catalog: 309628 he stated, he noticed the issue last week but could not provide an exact "date of event" samples: yes consumer is using the bd product for testosterone injection stated, he is a cancer patient so he needs to be careful on what goes into his body. (B)(6).